Manufacturer narrative:
(B)(4). The sample was returned for investigation. A visual exam was performed and it was observed that the thread on the adaptor was damaged. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified, and a CAPA was opened to address the issue with the adaptors.

Event description:
The customer alleges that a leak was found between the adaptor and the aquapak. A new kit was used without issue.

Event description:
The customer alleges that a leak was found between the adaptor and the aquapak.a new kit was used without issue.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. No corrective action can be established at this moment since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.